Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio-control evaluated the customer¿s device and was not able to duplicate the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device did not detect a patient through its paddles lead. In this state, the device may not be able to deliver defibrillation therapy, if it were needed.